Manufacturer narrative:
Zoll has not yet received the quattro catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
Customer reported that on day three (3) of hypothermia therapy on a patient, normal saline leak was observed around the insertion of the quattro catheter (ln 80764). User replaced the catheter and continued with the therapy. Hence, no known impact or consequence to patient.

Manufacturer narrative:
The reported complaint of a quattro catheter leak was confirmed during function testing. A leak was found at the manifold. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Visual inspection of the returned catheter was performed. The medial and proximal luered tubings were completely cut off at the distal end of medial and proximal luers. No other physical damaged observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance (except at the medial and proximal luers since were cut off). In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the manifold. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 80329.

Event description:
Please note the quatrro catheter lot number on the initial MDR submission was incorrect. The correct lot number is listed.